Manufacturer narrative:
The catheter meet the requirements for patency and leak testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Approximately 4.25 inches of the catheter was returned and was connected to the valve, pn: 92355, with a suture. The catheter had a kink in the catheter between the sixth and seventh indicator dot. It is unknown how or when this damage occurred. The instructions for use cautions, ¿care must be taken in the routing of catheters to prevent kinking and needless abrasion along their course¿shunt obstruction may occur in any of the components of the shunt system. Catheters, which contact internal body structures, can become kinked or blocked at their tips.¿ proteinaceous debris was observed on the interior and exterior of the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The catheter may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, pseudocyst, or other debris.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventriculoperitoneal (vp) shunt was used and shunt system might be occluded. The defective product was removed, and another new product was implanted. The product had contact with the patient. The product was not damaged. There were no reports of patient injury in association with this event.